Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. Following the replacement, the ipg was not able to connect. In turn, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced to address the issue.